Event description:
Catheter broke inside the pt and was extracted with a surgical operation without consequences.

Manufacturer narrative:
The customer returned only the lumen half of the catheter. The lumen portion of the catheter was forwarded to the MFR for evaluation and comment. The results of their investigation are inconclusive. The MFR states that the cause for failure is indeterminate, dut to the fact that the whole catheter was not returned to medcomp by the foreign customer. The part not returned would have made it possible to evaluate the failure mode.